Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(4) months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with dark urine and elevated pump powers and estimated flows. The submitted log file reviewed by a representative of the manufacturer's technical services found the event history appeared normal. Additional information was requested, but was not provided.

Manufacturer narrative:
The reported issues of elevated powers and flow were confirmed intermittently through evaluation of the patient''s submitted system controller log file. Multiple requests for additional information were issued to the customer but no further information was provided. The patient remains ongoing on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.